Event description:
It has been reported that the device voice prompts are not functioning properly.

Manufacturer narrative:
(B)(4). Device evaluation pending. Initial report is being filed due to potential for reportability under 21 cfr 803.3.